Event description:
It was reported that during the patient's recent hip surgery the patient's ipg was not placed into surgery mode. Following the mentioned surgery the patient's ipg was no longer communicating with external devices. The patient underwent surgical intervention on (B)(6) 2023 where in the patient's ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Event date is estimated. A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.